Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 240 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer stated they swam 20 feet when they went fishing. The customer went to the emergency room after the insulin pump alarmed. The customer did not provide any further information on the hospitalization. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent button response due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratches on lcd window, cracked case at display window corner and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.